Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is completed.

Event description:
It was reported that during an oral procedure, the handpiece overheated and melted the bur guard. There was no patient or user injury, and the procedure was completed without any additional issues.